Manufacturer narrative:
Citation: xie x. Efficacy and safety of transcatheter aortic valve implantation for bicuspid aortic valves: a systematic review and meta-analysis. Ann thorac cardiovasc surg. 2016 aug 23;22(4):203-15. Doi: 10.5761/atcs.ra.16-00032. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve implantation (tavi) for bicuspid aortic valves. All data were collected from multiple centers in 2015. The study population included 166 patients (predominantly male; mean age 71 years), 97 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: access-site complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.